Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The explanted devices were not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the patient underwent surgical treatment on (B)(6) 2014 for instability of the right shoulder. Three anchors were used. Post-op, patient has developed pain with constant frame of difficult control and functional limitation. An mar (magnetic arthro resonance) was performed on (B)(6) 2014. Based on the clinical picture and imaging, a second surgery was performed on (B)(6) 2014. Severe synovitis (from a chronic ailment such as arthritis) of the shoulder was observed as well as osteolysis (degeneration of bone) around the area of the two lower anchors. The surgeon removed the anchors and sutures which tested negative for gram and general culture.